Manufacturer narrative:
(B)(4). Batch # m9213x. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended; however it is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. In addition, the lockout mechanism was found to be non-functional. The instrument was disassembled in order to evaluate the condition of the internal components and upon disassembling, the latch posts were found to be broken which suggest that a lockout premature occurred; however, it could not be determined what may have caused the lockout premature. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was there any adverse patient consequence as on synergy form you report "yes" for adverse patient outcome, but in event description and event outcome you report device was taken out and a new one opened and procedure fulfilled (another like device was used to complete the procedure)?" ¿ the tick box I marked wrongly. It should be ¿no¿. There were no consequence for the patient. Did scissored clips not seal the vessels? No, they cut the vessel was there bleeding when scissored clips cut vessel? Yes, bleeding was handled accordingly by creating hemostasis with another properly working clip. If bleeding, how much bleeding occurred (please quantify amount)? No information were any blood products given? No information or was new er320 device sufficient to control bleeding during procedure? Bleeding was stopped with a new er320. Was there any change to procedure or post-op patient care? No.

Event description:
It was reported that during an unknown procedure, device losing/dropping clips. Device clip not aligned (scissors). Device cuts the vessels. Device failed to seal vessel. Cut the vessel instead of sealing. Device was taken out and a new one opened and procedure fulfilled (another like device was used to complete the procedure). Patient is stable. There were no adverse consequences for the patient reported.